Manufacturer narrative:
The serious injury event date has been updated from (B)(6) 2019.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device could not defibrillate during patient use for treatment of a deadly rhythm. Another device was used to treat the patient. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.